Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. Section e: the complete initial reporter facility name is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device seems to have a problem with the chiller, it will be sent to (B)(4) to check if it can be repaired.

Event description:
It was reported that the arctic sun device seems to have a problem with the chiller, it will be sent to sorevan to check if it can be repaired. Per follow up information received via mail on 21oct2024, it was reported that the device was repaired at the partner¿s depot, general repair and calibration performed. No patient identifiers available, no patient impact reported.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Device works appropriately. The device is tested and calibrated and everything is working correctly. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Correction: b,d,e,h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.